Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink of an unknown access set disconnected from an orange alligator clip. This resulted in a leak of an unknown medication. This occurred during use with a sigma spectrum pump. It was not specified if this occurred during priming or during infusion. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.